Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure because the patient's pain was gone. No device malfunction was suspected.

Event description:
A report was received that the patient's ipg was causing discomfort. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was causing discomfort. The patient will undergo an explant procedure.